Event description:
Medtronic received information that during the loading of a transcatheter bioprosthetic valve (b939398), with this delivery catheter system (dcs), the blue deployment knob of dcs broke and separated into two parts. The two tabs of the deployment knob broke during the loading process and the valve was not able to be correctly loaded on the dcs. It was noted that the deployment knob trigger wasused in the beginning of the loading process to open the capsule for flushing. Unusual tension was felt at ¾ of the load where a lot of resistance was present and contributed to the tabs breaking. The separation of the deployment knob happened during the crimping process while closing the valve. The experienced crimp nurse replaced the devices and successfully completed the procedure. Following the completion of the procedure visual inspection was performed on the damaged dcs and it was noted that the dcs was the incorrect size for the implant of the 34 mm valve. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the dcs was returned with the valve still loaded in it; however, the valve paddles were not in the attachment pockets of the spindle hub. The capsule guide tube was attached. The tip of the valve was flared over the capsule guide tube and could not be retracted. The device was returned with the end cap/screw gear snap fit connected and the handle components detached from the dcs. The tip-retrieval mechanism appeared intact. One of the tabs was detached from the male deployment knob component. From close observation, one of the tabs appeared to be hinging inward. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading. The suspect dcs was returned for analysis with the handle components detached from the dcs which confirmed the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. After the loading difficulties, the incorrect size dcs was used to load the 34mm valve. Per the device instructions for use (IFU), the bioprosthesis model evolutr-34 is compatible with the catheter model enveor-n, and not the enveor-l model used to load the valve. The increased resistance felt during loading was mostly due to the incorrect dcs model selected. The IFU instructs to loader to confirm the loading system and catheter sizes are compatible with the bioprosthesis size prior to loading. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.